Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she went to sleep with a blood glucose of 140 mg/dl and woke up with a reading above 400 mg/dl. Troubleshooting was initiated for the high blood glucose. The customer stated that she felt nausea and that she vomited the morning her levels ran high. Her chest also burned the morning of this call. Customer treated her high blood glucose with the insulin pump throughout the day. She was advised to remove the reservoir, rewind the pump, re-insert the reservoir, and perform the manual prime process. There was a leak in the reservoir during priming, and the customer was advised to change her entire infusion set, reservoir, and insulin, and treat per health care provider's instructions. No products were returned or shipped.